Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 3.5mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, at third inflation, it was noted that the balloon ruptured at 14atm within 90 seconds. The device was removed using normal method without any problem. The procedure was completed with another of same device. No complications were reported, and patient was good post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied to attempt to inflate the balloon and liquid was observed to be leaking from a balloon pinhole located at 1 mm distal to the distal marker band. The markerbands and blades and tip section of the device were visually examined, and no issues were noted with the markerbands, blades or tip of the device. All blades were present and fully bonded to the balloon material. A visual and tactile examination of the hypotube shaft found no issues with the shaft.

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 3.5mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, at third inflation, it was noted that the balloon ruptured at 14atm within 90 seconds. The device was removed using normal method without any problem. The procedure was completed with another of same device. No complications were reported, and patient was good post procedure.